Event description:
An email was received via the corporate mailbox on 03/03/2010 which stated that a patient reported defective minicaps with lot number gd870949. The home patient (hp) stated that for about the last two weeks he has had to discard the mini caps with dried out sponges, the sponge was missing or the packaged was stained with iodine. The home care service representative (hcsr) and the hp estimated about 30 caps between the two boxes. The writer contacted the hp on (B)(6) 2010 regarding the mini cap issues and he stated that he did not save any samples and since he received a new box there hasn't been any problems. He stated that he stores the caps at recommended room temperature and did not notice any defect in the box. He will keep future samples if the issues with the mini cap repeats. He stated that he is resuming therapy as usual and inquired about the status of his next shipment. This writer transferred the hp to the home care services (hcsr). There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample not available, a batch review for this provided lot number will be performed.